Event description:
It was reported via clinical study that this patient underwent a shoulder replacement. Subsequently, the patient developed subscapularis tenodesis and experienced postoperative pain. Medication was administered; however, it was ineffective in resolving the symptoms. The surgeon subsequently recommended physical therapy. The device remains implanted.